Event description:
The implantable neurostimulator battery 'ran out' after 5 years of use with no warning. It was believed to be faulty. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).